Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient experienced pain and indicated the inflatable penile prosthesis was not inflating on both sides. The patient further reported that he noticed that the left cylinder would not inflate, and the right cylinder inflated twice the normal size causing a knot at the base of the penis with associated pain. No further intervention or patient complications were reported.